Event description:
Customer called to report drive tube leak during treatment procedure, 1517 ml whole blood processed. Customer stated there was a noise coming from the centrifuge and when they went to inspect what happened, the blood leak alarm sounded and blood was sprayed all over the centrifuge wall. Css asked if anyone was splashed with the blood. Customer stated no, no one was splashed with blood as leak was within the centrifuge and the door was securely closed. Css asked if patient was okay, customer stated yes, patient is fine. Css asked customer if the centrifuge bowl was intact, customer stated yes the bowl is intact and so is the drive tube. Customer stated that there seemed to be a tear in the drive tube. Service order (B)(4) was dispatched to inspect/service the instrument. Customer returned smart card, drive tube and centrifuge bowl for investigation.

Manufacturer narrative:
Batch record review of lot c304 was conducted. There were no non conformances for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. CAPA# (B)(4) are already opened to investigate cellex drive tube leaks/breaks and centrifuge blood leak alarms, respectively. Service order feedback has not yet been received. A supplemental will be submitted once this information is received. The assessment is based on information available at the time of the investigation. No root cause can yet be determined as the investigation remains ongoing at this time. A supplemental with the investigation findings will be submitted once this information is received. The assessment is based on information available at the time of the investigation. No root cause can yet be determined as the investigation remains ongoing at this time. A supplemental with the investigation findings will be submitted once the investigation is completed.